Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and weak battery. Customer does not recall any significant events leading to the error but indicated that the battery cap is damaged. Customer's blood glucose was 230 mg/dl unknown at the time of incident. Troubleshooting was done for low battery and customer was advised that a new battery cap will be provided to him. The customer was advised to monitor pump and call if problems persist.